Event description:
A diabetes nurse specialist reported that a pt who is using a novopen 3 green due to diabetes mellitus of unk type and duration experienced a medication error and was hospitalized in 2003. In 2003 a temporar nurse administered 20 iu of mixtard 30 at 5 p.m. After the injection the rubber plunger of the cartridge was in a position indicating 100 iu on the residual scale. It was stated that the temporary nurse "should have inserted a new cartridge in the novopen 3 before administering the inspection"; however, it cannot be verified whether nurse inserted a new cartridge or a semi empty one. Carbohydrates were administered, and the pt was hospitalized for glucose infusion, and the blood glucose levels were monitored blood glucose levels in 2003 were 11 and 15.7 mmol. It was stated that no hypoglycemic event was observed. In august 2003 the pt had recovered and was discharged two days later.